Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the issue was resolved after replacing the central processing unit (cpu) board. The customer was then provided with the option codes, and were successfully installed. The system meets the specification for the performed service and is returned to use.